Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi received the iesu involved with this complaint and completed the device evaluation. Failure analysis was able to confirm the reported errors upon reviewing logs. In addition, the iesu was tested on an in-house system presenting c34 and c00 errors on startup. The c34 and c00 error also appeared in the generator logs. A second iesu has been returned and evaluated by failure analysis. The reported issue was confirmed through log reviews. The logs consistently showed c34 errors, along with other errors such as c30, m11, c38, and m18, indicating issues with the iesu generator. The front bezel of the unit also requires replacement due to significant yellowing.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that monopolar and bipolar energy were not working due to an error c-34. The customer used a backup generator to continue with the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The probable root cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.